Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) had delivered inappropriate shocks to the patient. During an invasive procedure they noted the chronic endotak transvenous defibrillation lead was fractured. The rate/sensing portion was capped and replaced with a separate rate sensing lead not manufactured by cpi was implanted. A few days later the patient presented to the emergency room after receiving additional shocks and it was noted that the pacing impedance measurements were greater than 3000 ohms and they were unable to pace at high output. The ICD and endotak transvenous defibrillation lead were removed. The ICD and endotak transvenous defibrillation lead were returned to cpi for analysis in march 1999.